Event description:
A philips employee became aware of a journal article (published online 28mar2007) ¿nonrandomized comparison of coronary stenting under intravascular ultrasound guidance of direct stenting without predilation versus conventional predilation with a semi-compliant balloon versus predilation with a new scoring balloon¿. The study retrospectively aimed to determine the influence of lesion preparation using the angiosculpt balloon on final stent expansion. A total of 299 consecutive de novo lesions (299 patients) treated with 1 >2.5-mm drug-eluting stent (des) were enrolled in the study. The lesions were sequentially treated with spectranetics angiosculpt ptca scoring balloon catheter. Procedural complications included 1 major coronary dissection with hematoma formation and 11% failed to achieve minimum stent area (MDR #.). Additionally, angiosculpt ptca scoring balloons were inflated on average to 12 ± 2 atm with an unspecified number of balloon ruptures (MDR #3005462046-2026-00029). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 28mar2007 has been used, the date of publication. De ribamar costa, jose et al_2007_nonrandomized comparison of coronary stenting under intravascular ultrasound guidance of direct stenting without predilation versus conventional predilation with a semi-compliant balloon versus predilation with a new scoring balloon the american journal of cardiology, 100(5): 812-817. This report captures the serious injuries that occurred after use of the angiosculpt ptca scoring balloon catheter. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient age - average age, 64.1 years for angiosculpt group a3a) patient sex - 197 males, 102 females for angiosculpt group. A3b/a4/a5/a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. D1) exact brand name is unknown; however, this is for an angiosculpt ptca device. D1/d4/h4) the lot number was not provided, thus the following information is unknown: brand name, model/catalog number, unique ID, expiration date, and manufacture date. E) although the journal article originated from the united states, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded; thus, no product investigation was performed. H6) per IFU, dissection and hematoma are listed as possible complications with use of the angiosculpt ptca scoring balloon catheter. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.